Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to ketoacidosis with high blood glucose of 390 mg/dl. The current blood glucose was 291 mg/dl. At breakfast time customer took shots and then the blood glucose was going down to 274 mg/dl and after using insulin pump, the blood glucose was 252 mg/dl. Customer went off the insulin pump and then come back on and the blood glucose recorded was 291 mg/dl. Customer stated that, even if she is using the pump her blood glucose was not going down. Customer treated high blood glucose with insulin injections with a pen. Customer had low heartbeats. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.